Event description:
Treatment of a giant aneurysm located in the ica (internal carotid artery). The patient underwent pipeline embolization treatment. During the procedure, it was reported that the pipeline (3.5 mm x 30 mm) could not be released from the capture coil. Many attempts were made to release the pipeline by using several common deployment techniques but were unsuccessful. The pipeline was removed from the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pushwire was returned for analysis without the pipeline and marksman catheter; therefore, the evaluation could not determine the cause of the event. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4)